Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated there was cracks and a hole on the insulin pump. It was found the damage was located near the reservoir window of the insulin pump and near the down button. The customer stated they had tripped and fell, causing the damage to the insulin pump. The customer's blood glucose was 263 mg/dl. The customer's blood glucose was treated with a 10.5 unit bolus. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube and tube lip, and a peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).